Event description:
Description of event according to initial reporter: date of intervention: (B)(6) 2022. Patient received an implantation of zta-pt-46-42-233 the patient had a dissection on the tabc. The surgeon thinks that the uncovered stent was at the origin of the dissection. Patient outcome: unknown.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510k) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient with a thoracoabdominal aneurysm was treated with a zta-pt-46-42-233 (complaint device). The patient was previously treated with an aortic bifurcated prothesis. The zta was part of the staged procedure. The uncovered stent of zta was partly deployed in the brachiocephalic trunk (tabc). Per the reported information, the physician thinks that the uncovered stent of zta has dissected the tabc. The dissection occurred within the lcca (left common carotid artery). The patient required an additional procedure due to this occurrence. No further information regarding the type of additional intervention was provided. A preoperative and postoperative CT study are provided for review along with the complaint report and reviewed by an imaging expert. Per the findings in the imaging review ¿the zta (pt-46-42-233) graft begins slightly over the origin of the bovine trunk and covers the lsa origin with 35 mm of proximal seal length. The proximal bare spring extends partially into the common bovine trunk. There is a dissection of the innominate trunk that terminates at the innominate bifurcation. The lcca is not involved. The dissection extends proximally into the ascending aorta to the aortic root. This is a graft induced retrograde type a dissection (rtad). The entry tear is not clearly visualized but is likely at the proximal edge of the bare spring either in the aortic arch or proximal innominate trunk¿. Per the impressions in the imaging review ¿this is a known complication of any thoracic endograft device independent of the presence or absence of a proximal bare spring. The entry tear could have occurred from endograft or catheter/wire manipulation at the time of repair or after repair from the device itself¿. No evidence to suggest that the product was not manufactured according to specifications. Based on the provided information and imaging review, it is difficult to determine a conclusive cause of the reported event. However, as the bare spring flares into the innominate trunk just because of this position at the large opening of trunk, this could have contributed to the dissection. Furthermore, the entry tear could have occurred from endograft or catheter/wire manipulation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 04-jul2022: the dissection origined after the left common carotid. It appears that the uncovered stent (of the zta-pt-46-42-233) has dissected the tabc.

Manufacturer narrative:
Manufacturer ref# pr (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6)2022: the uncovered stent was partly deployed in the bracio cephalic trunk (tabc); the dissection occurred at distance of the intervention; no other devices were used due to this procedure.

Manufacturer narrative:
Manufacturers ref# pr368076 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.